Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During loading clips were dropped. The patient's condition was not reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this complaint and complaint (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clips fired. Several more attempts were made but no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the bottom jaw had bent jaw legs. No other damages or defects were observed. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The device history review of the product auto endo5 ml, lot # 73c1600424 was manufactured on 03/16/2016 a total of 288 pieces. Lot was released on 03/17/2016. DHR investigation did not show issues related to complaint. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the damages found on the device could lead to loading issues. The reported complaint of "not closing" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining which is why the reported complaint issue could not be confirmed. However, the device was found to have bent jaw legs on the bottom jaw which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the bent jaw legs could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken. Teleflex will continue to monitor and trend related events.

Event description:
During loading clips were dropped. The patient's condition was not reported.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml, lot # 73c1600424 was manufactured on 03/16/2016 a total of (B)(4) pieces. Lot was released on 03/17/2016. DHR investigation did not show issues related to complaint. From the video attached it can be observed the following; device was fired (activated) and one clip was able to be closed properly into the patient, then the device were fired several times and clips were not able to close and some of them just fell from the applier into the patient, clips did not load properly into the jaws, issue reported "loading issues" could be confirmed with the video. Twenty samples were taken from the current manufacturing process (auto endo5 ml 543965) lot # 73k1600515, a quality inspection was performed on the samples according with the procedure qip-0031 tecrev21,and issue reported "loading issues" was not present in the current manufacturing process. Failure mode "loading issues" could be confirmed with video. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective other remarks: actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
During loading clips were dropped. The patient's condition was not reported.